Event description:
It was originally reported to philips that the device has a battery issue. The asp updated the problem description to "device failed self-test once."

Event description:
It was originally reported to philips that the device has a battery issue. The asp updated the problem description to "device failed self-test once." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.